Event description:
The instrument was used during a laparoscopic cholecystectomy. The trocar was in the umbilical port. Well into the case after having torqued the laparoscope the tip of the cannula broke off. It is believed all pieces were located. The case was completed by another 512x trocar. There was no consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.